Event description:
It was reported that the initial lead placed in the left ventricle during the implant procedure caused phrenic stimulation. It was also reported that the lead had high thresholds. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found.